Event description:
Additional information received from the manufacturing representative (rep) reported that all four leads were successfully replaced today, (B)(6) 2015. All impedances were within normal limits and the patient was getting great stimulation coverage presently. They did not change the implantable neurostimulator (ins) or extensions, just all 4 leads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that all leads were replaced on (B)(6) 2015 because one lead was not working. The consumer further reported that the healthcare professional had said the leads were "all meshed together" so all leads were replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v601350, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v583006, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v546812, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had four leads placed for cluneal nerve pain in the low back which was what the stimulator was originally placed for. The patient was complaining of the right lower back not helping anymore and her right leg pain increased since then. There was increased pain in the right lower back and leg. Impedance measurements showed electrodes 4-7 were greater than 10000 ohms. This was the lower right back lead. Cross talking with the left lower and right upper was attempted without success. A surgical intervention was planned of right lower lead replacement to see if that would help the leg pain and low back pain. Plans were only to change one lead, but the whole system may be replaced if necessary. The issue was not resolved at the time of the report. A revision was planned for (B)(6) 2015. Relevant medical history included spinal pain and peripheral neuropathy.